Event description:
It was reported that nearing the end of nivolumab infusion, the pump alarmed ¿occluded/fluid side empty container.¿ both primary and secondary bags had fluid in them. The clinician reportedly did some troubleshooting thinking that it was the pump that was creating the issue but, couldn¿t get the pump to reset that alarm. No occlusion was visible by the clinician. The clinician was unable to get the pump or tubing to infuse approximately 11ml. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that nearing the end of nivolumab infusion, the pump alarmed ¿occluded/fluid side empty container.¿ both primary and secondary bags had fluid in them. The clinician reportedly did some troubleshooting thinking that it was the pump that was creating the issue but, couldn¿t get the pump to reset that alarm. No occlusion was visible by the clinician. The clinician was unable to get the pump or tubing to infuse approximately 11ml. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a26 insufficient information (3190), g07001 part/component/sub-assembly term not applicable, b17 device not returned, c20 no findings available, d15 cause not established additional information : device available for eval? Returned to manufacturer on , concomitant med prod data , device return to manuf .? Device eval by manufacturer?reason code for no evaluation, if other specify, imdrf annex a,g,b,c and d codes . H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Additional information: imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that nearing the end of nivolumab infusion, the pump alarmed ¿occluded/fluid side empty container.¿ both primary and secondary bags had fluid in them. The clinician reportedly did some troubleshooting thinking that it was the pump that was creating the issue but, couldn¿t get the pump to reset that alarm. No occlusion was visible by the clinician. The clinician was unable to get the pump or tubing to infuse approximately 11ml. There was patient involvement but no harm.